Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified an opening and flat crease. A leak test was performed which found opening on the anterior side. A microscopic analysis was performed which identified a sharp edge opening. The fill test inspection was performed, and the result is no blockage. During the analysis a flat crease was observed; however, this is not considered a workmanship because the device was explanted and received without its original sealed packaging. Based on the device analysis, the final assessment is a sharp edge opening on the anterior side due to an unidentified tear opening.

Event description:
Healthcare professional additionally reported "notable malposition of her inflated implants in the inferolateral position with severe pseudoptosis" and "any creases." Device has been explanted.

Event description:
Patient reported a left side "rupture" of a saline device. Healthcare professional additionally reported "notable malposition of her inflated implants in the inferolateral position with severe pseudoptosis" and "any creases." Device has been explanted.

Manufacturer narrative:
It is unknown which serial number corresponds to the left side. Healthcare professional provided serial number (B)(4) with lot number 2039476, and serial number (B)(4) with lot number 2039477 for unknown sides. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side "rupture" of a saline device. Device remains implanted.